Event description:
Reporter stated she had the essure (birth control device) implanted on (B)(6) 2012 and had it explanted two weeks later ((B)(6) 2012) due to pain, bloating, swelling in abdomen, fever, elevated white blood count, and infection. In order to take the coil of threads out, her fallopian tube was also taken out. This resulted in having her menstrual period every two weeks. Tissue was formed around the coil which was very painful. During this period before the device was explanted, she was in and out of the doctor's office. Also visited the ER where she was medicated to relieve pain and was sent home.